Manufacturer narrative:
The customer reported that the rns (remote network system) became unresponsive and "frozen." A staff member tried doing a "soft boot". While device was "frozen", waves were frozen and mouse was not functioning. No patient harm was reported. The customer was not able to describe how the reboot was done other than a staff member used ctrl+alt+delete. After the reboot, the device was came back into a user log on screen. The customer was instructed to do a shut down and restart. The device came back into monitoring. The nurse was advised not to use ctrl alt delete and inform the biomed to restart the devices every 90 days. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the rns (remote network system) became unresponsive and "frozen." A staff member tried doing a "soft boot". While device was "frozen", waves were frozen and mouse was not functioning. No patient harm was reported. The customer was not able to describe how the reboot was done other than a staff member used ctrl+alt+delete. After the reboot, the device was came back into a user log on screen. The customer was instructed to do a shut down and restart. The device came back into monitoring. The nurse was advised not to use ctrl alt delete and inform the biomed to restart the devices every 90 days.